Event description:
It was reported the right ventricular (rv) lead exhibited insulation degradation and oversensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 7288 implantable cardioverter defibrillator, implanted: (B)(6) 2006; product ID: 407645 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).